Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the complementary metal oxide semiconductor (cmos) battery was dead and was replaced as a result. Previously reported codes, b01, c02, and d02 are applicable to this system servicing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cmos (complementary metal oxide semiconductor) battery was depleted. The system wouldn¿t boot unless the cmos was reset. The cmos battery died. Unable to boot computer. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735672, serial/lot #: -, ubd: , UDI#: h3: the system was serviced in the field, and the cmos battery was depleted; the system wouldn't boot unless the cmos was reset. Codes b01, c02, d02 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A0708 was coded for the depleted cmos battery. A110201 was coded for computer not booting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.